Event description:
It was reported that the patients log files were sent for review and displayed a transient driveline disconnect alarm (B)(6) 2022 at 4:47 pm where it appeared the driveline was momentarily disconnected from the controller causing a pump stop event. Related manufacturer reference report: 2916596-2022-11366.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via log file analysis. The log file captured a driveline disconnected alarm event with associated hazard alarms (low speed hazard, low flow hazard) on may 25 at 4:47 pm. The alarm event appears to be related to a physical disconnection of the driveline. The driveline was reconnected, and the system recovered to the set speed value of 9,800 rpm. The alarm did not recur. A root cause of the driveline disconnected alarm captured in the log file could not be determined during the evaluation. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline disconnected and low flow alarms. Driveline disconnected alarm 1. Immediately reconnect the driveline to the system controller and move the driveline safety tab on the system controller to the locked position. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. Otherwise, check if the fixed speed setting is below 8,000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 3. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller low flow alarm patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Ensure the driveline is connected to the system controller. 2. Ensure that a power source is connected to the system controller. 3. Clinically evaluate patient. Heartmate ii lvas IFU rev. C (section 2), heartmate ii patient handbook rev. B (section 2), covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.